Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed.

Event description:
Report received of a split in the tubing set resulting in blood loss. An unspecified plum pump and tubing set were being used to deliver d5w at an unspecified rate. The customer contact reported that after the patient returned from the radiology department following an unspecified procedure, the nurse noted a "few drops of blood on the sheet". The nurse stated, the blood loss was "equivalent to six inches of tubing". Upon examining the tubing set, a one-eighth inch long "incision like" slit was noted 10cm above the distal y-site. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.